Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7077032.

Event description:
It was reported that the patient was experiencing loss of stimulation. Imaging revealed lead migration. Reprogramming took place but failed to capture coverage of the low back. The patient underwent a revision wherein the leads were repositioned and remain implanted. The patient was doing well postoperatively.